Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the instrument grips were not aligned. The one grip tip was bent, causing side-to-side misalignment of the grips. There was a .034 offset at the tips. Engineering concluded that the damage was likely due to mishandling. Engineering also found a deep scratch at the distal end on the main tube with light material removal. The scratch was short in length and not aligned with the tube axis, suggesting instrument collisions or rough handling may have caused the damage. The electrical continuity testing passed. No other damage was found. 62 - the instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which found during failure analysis evaluation could likely cause or contribute to an adverse event were to recur.

Event description:
It was reported that during reprocessing the da vinci si surgical fenestrated bipolar forceps instrument was noted to have misaligned tips. No patient harm, adverse outcome or injury was reported.